Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received at the service center and repaired. Unit was evaluated upon its return and confirmed the reported issue. It was found that the cable was disconnected from the handpiece body. The motor was not rotating well and was found to be rusted. The cable and the motor were replaced to address the reported issue. The repair and testing of the unit was completed. A review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into depuy synthes mitek complaints system revealed one dissimilar complaint for this serial number with the product code. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the biomed, that before an unknown procedure, the shaver was putting the generator on default, couldn't use the shaver, they used a spare one to do the procedure. No harm to the patient. Loaner needed. Additional information received via email from the affiliate on 11-2-2017. This complaint was regarding the shaver tornado. The pump was working fine. They changed the shaver and then everything was fine.